Manufacturer narrative:
Continuation of d10: product ID hh90t01, serial # (B)(6); product type mobile platform; product ID tm90t0, serial# (B)(6); product type accessory; product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl at 73.76mcg/day. The patient reported that they were having an issue with the handset and communicator. The patient stated that they have been having an issue connecting to the pump where it gets stuck on 91% for 2-3 minutes before they can get a bolus. Per the patient this has been going on for probably 6-7 months now. Now for the past 2-3 weeks the handset has not been charging from the wall and they have tried 3 different chargers. The ptm was now not powering back on. The agent had the patient open the back of the handset and take the battery out and back in. Once the patient did this, they were able to turn the handset back on. Then when the patient was getting back into the myptm app, they got stuck on 91% for a few minutes before they connected. The patient also stated that 5 times since (B)(6) or (B)(6) 2020 the handset has taken 1 bolus away from them. The agent had the patient go into the bolus details of the ptm and it showed the patient has 3 bolu ses a day but the patient was only seeing they had 2 left and they were not able to use the handset until they had called. The patient stated they spoke to a company representative on (B)(6) 2020 about the connection issues and the told the patient to call the manufacturer. An email was sent to repair for replacement devices.